Manufacturer narrative:
Device evaluation: both tamper seals were intact. Chipped top case corners, cracked right plunger case and battery door. The event history log showed primary audible alarm. Power up process, audio test, occlusion test were performed; and the reported issue could not be duplicated. Adc (analog-to-digital converter) counts were within specification. No repair is needed for the reported problem since no problem was found. Performed power up process, audio test, pm (preventive maintenance) and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarm "system failure primary audible background". No patient injury reported.